Manufacturer narrative:
The device was disgarded after the procedure and is unavailable for evaluation.

Event description:
It was reported to target that when performing a ba-tip aneurysm embolization the first gdc was successfully deployed into the basilar tip aneurysm. The second gdc was deployed into the aneurysm to be detached, but it was not detached by the power supply. This procedure made two burns on the patient's skin near the patch electrode. The physician does not think there was a malfunction of the power supply. The patient's condition is unfavorable due to the burns received during the procedure.